Manufacturer narrative:
Concomitant products: 419388, lead, implanted: (B)(6) 2008; 6935m55, lead, implanted: (B)(6) 2013.

Event description:
It was reported that the patient was in ventricular tachycardia (vt), but the implantable cardioverter defibrillator (ICD) device failed to treat the arrhythmia. The device remains in use. It was also reported that the right atrial (ra) lead exhibited oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.